Event description:
Information was received from a manufacturer representative regarding a patient who was implanted with an implantable neurostimulator (ins) for urinary/bowel dysfunction. It was reported that the patient had a vagal nerve stimulator (vns) put in over a month and a half ago and had noticed that their symptoms had come back towards baseline. The rep said the patient started having a downfall in efficiency that was significantly noticeable about a month or so after the vns was put in. The patient had turned up the device pretty high and rep had the patient turn it off for 2 weeks. Now the patient had turned it back on and was having worse results than before. The patient only turned the device up by one notch but when they did, their hands and feet started tingling. The patient tried eating something and suddenly started throwing up. The patient had not had any falls or trauma and no changes to diet. The patient had tried different programs, but this had not helped their symptoms. The issue was not resolved through troubleshooting. The patient was redirected to their healthcare provider (hcp) to assess the device, and the agent added consideration for the patient to have their vagal nerve stimulation system checked.

Manufacturer narrative:
B3: date is approximate. Month and year are confirmed valid. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.